Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that the customer experienced electric shock.

Event description:
It was reported that the customer experienced electric shock.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was not confirmed. Alleged failure: "it is reported that the device gave the customer an electric shock" probable root cause/s: reported failure mode could not be confirmed. While it is possible that electrical grounding could've been compromised by the exterior damage found in all three panels of the exterior console chassis, the scenario for electrical shock can only occur if the operator was in direct contact with an electrically conductive surface while a power supply failure was in progress. Review of DHR records before and after date of the alleged incident found that the unit had passed electrical safety testing in both instances. The device manufacture date is not known. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the customer experienced electric shock.

Manufacturer narrative:
Updating section d3: manufacturer entity g1: manufacturing site for devices FDA registration number to (B)(4) - endoscopy (novadaq).